Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved each event by changing infusion set and cartridge and then resuming insulin. Tandem technical support educated customer to change cartridges every 48 hours with the reported insulin. Customer understood and acknowledged.